Manufacturer narrative:
MFR ref no: (B)(4). The device has been returned to baxter for eval. The investigation is not complete at this time. A supplemental report will be submitted once the investigation is complete.

Event description:
The customer reported that the spectrum pump displayed system error 322 alarms. No pt injury was reported. No further info was provided.